Event description:
Caller states atrial lead position checked failed on (B)(6) 2024 and would like more information on what the alpc is. Discussed alpc in detail. Atrial therapies had not been enabled. Caller states all atrial lead testing is good, but she does states pvc (premature ventricular complex) burden is high. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).